Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unknown reason. It is unknown if the patient was reimplanted. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.